Manufacturer narrative:
This complaint has been recorded under (B)(4). A final/supplemental report will be submitted once investigation is completed.

Event description:
It was reported that the device had a lack of power and jerks and produces a strange noise. No harm or delay have been indicated. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(6). Updates made to b4 b5 d4 g3 g6 h2 h4 h6 h10 review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.